Event description:
It was reported this lead dislodged from its original position due to the patient moving their arm post operatively. It was determined due to higher capture threshold less than a week after the implant. An x-ray was performed and confirmed the dislodgement. Interrogation of the device determined a new lead would be ideal to ensure there was no tissue trapped in the helix. A revision procedure was performed and the lead was explanted and a new lead was implanted successfully. There were no additional adverse patient effects. The lead will not be returned for evaluation.